Event description:
It was reported that the patient experienced ineffective stimulation. Troubleshooting revealed high impedances on the left lead. As a result, surgical intervention took place on 08may2026 where the lead was replaced to address the issue. Therapy was restored post op.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.